Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The automated impella controller (aic) had a controller failure mode and placement signal was lost. Support was continued. There was no patient harm.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation has been completed. On the complaint date, before the complaint, impella cp was run for 16 minutes, unplugged then run for 9 minutes and had no malfunctions with this pump. Three hours later, the impella 5.5 was used for two minutes before the pump was disconnected and reconnected, after which there were four instances of the logs of placement signal crc errors, twice lasting long enough before resolving to trigger controller error alarm. The pump was switched over to another console and the error did not reproduce. Real time logs confirmed that all signals received from optical bench (placement, signal-to-noise ratio, contrast, lamp, gain) were represented as -16384 values due to the crc error. The console was sent back for investigation but the failure mode was not reproduced. The controller error and loss of placement signal is due to an optical bench firmware communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The automated impella controller software operated as designed.